Event description:
In 2009, the lay user/pt contacted lifescan (lfs) canada, alleging that the one touch ultra test strips he was using were peeling upon inserting into the meter. The complaint was classified based on the customer service representative (csr) documentation provided during a follow-up call. The pt reported that the alleged issue began three days prior at 9:30am. As a result of the issue, the pt claimed he was unable to test his blood glucose while at home; however, stated he was able to test while at work (for four days) using a different meter and test strips. Prior to when the alleged issue began, the pt stated that he last tested with the subject meter the same day at 1:00am, but did not recall the result obtained. The same day at 1:00pm, the pt reported that he saw his physician (visit unrelated to issue) and obtained a blood glucose reading of "166 mg/dl" when tested with the doctor's/clinic's meter. The pt denied receiving medical treatment at the time of the doctor's visit; however, reported that he developed symptoms of high glucose and low glucose after the issue began. The pt reported that 3 hours after the issue started the same day, he developed mild symptoms of queasiness and felt "sick," symptoms he associated with high glucose. Shortly after developing the symptoms, the pt claimed he took an additional 2 units of levemir at his usual time, as per his regiment. Four days later, the pt stated that he experienced symptoms of low blood glucose. The pt reported that his wife told him he was "slurring his speech." In response to the symptom, the pt claimed he drank "sugar water" and felt better afterwards. The next day, the pt claimed he felt very queasy and "sick." When he tested his blood glucose that afternoon at work on his other meter, the pt reported obtaining a message of "high." The pt reported treating self by taking 24 units of rapid insulin. Sometime after administering the insulin, the pt stated he retested and obtained a result of "22 mmol/l (396 mg/dl)" and by the end of his work day he stated his blood glucose was back to "8.2 mmol/l (148 mg/dl). This complaint is being reported, because the pt claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
(Meter serial #) not provided. Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.